Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's daughter that the implantable pulse generator (ipg), right atrial (ra) and right ventricular (rv) leads were "faulty". The caller stated "device stopped pacing because there was a fractured lead". The ipg was explanted and a temporary device placed. The device was then replaced. The rv lead was capped and replaced, the ra lead was capped. No patient complications have been reported as a result of this event.